Event description:
The device was explanted and replaced. Device will not be returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d6b., h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: rupture.

Event description:
Healthcare professional reported "rupture". This record is for right side. The device remains implanted.